Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that the user completed a manual drain during dwell 4, which was completed on (B)(4) 2011 at 09:29:15 with a drain volume of 3018 ml and which is the only drain that occured in cycle 4. The actual drain volume of 3018 ml is 150.9% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 07:27:18. During night drain cycle four, the patient's ultrafiltration reading was 2402ml, indicating the home patient (hp) drained 2402ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.